Manufacturer narrative:
30-nov-2020 - additional information received: the pk papyrus stent system was chosen for the treatment of a type iii coronary artery perforation after atherectomy. Overall it was decided to place six stents. After the successful placement of the first stent it was not possible to deploy the pk papyrus 3.5/15 stent and it was decided to pull it back into the guideliner guiding catheter. Upon removal the stent dislodged from the balloon inside the guideliner. Eventually the perforation was sealed by using other stents. However the patient suffered a cardial tamponade and died day of procedure, (B)(6) 2020, but not related to device.

Event description:
It was attempted to treat a perforation with the pk papyurs but it was not possible to deploy it and thus it was pulled back into the guideliner guiding catheter. Upon removal the stent dislodged from the balloon inside the guideliner.

Manufacturer narrative:
On 30-nov-2020 - additional information received: the pk papyrus stent system was chosen for the treatment of a type iii coronary artery perforation after atherectomy. Overall it was decided to place six stents. After the successful placement of the first stent it was not possible to deploy the pk papyrus 3.5/15 stent and it was decided to pull it back into the guideliner guiding catheter. Upon removal the stent dislodged from the balloon inside the guideliner. Eventually the perforation was sealed by using other stents. However the patient suffered a cardial tamponade and died day of procedure, (B)(6) 2020, but not related to device. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.